Event description:
This device is at eos status. The patient said that he had an MRI scan recently. Its believed that the device was not in MRI mode when the scan occurred.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted for a period of 24 months, and 10 charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. The available iegms from (B)(6) 2018 between 10:13 a.m. And 10:23 a.m. Showed interference signals in all channels. It was also noted that the battery status eos was detected on the same day at 10:23 a.m. The frequency and morphology of the sensed interference, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field, which indicates the beginning of the described magnetic resonance tomography. The MRI mode of the ICD was not activated at that time. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD senses supplied signals free of interference. The eos state was removed with a technical programmer, the device then showed the state mos1. The battery voltage of 3.11 v indicates a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time, in particular, was unremarkable. There were no indications of a device malfunction; the device proved to be fully functional. In summary, the implant proved to be within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the influence of the strong external magnetic field during the magnetic resonance tomography. The MRI mode of the ICD was not activated during the MRI exam. There was no material defect or manufacturing error.